Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was noise oversensing with a sudden increase in lead impedance. It was noted there were a few instances of sudden impedance increase and variations since then. The patient was seen in the clinic where provocative maneuvers reproduced loss of biventricular pacing accompanied by a sudden sharp impedance. It was noted there was also ventricular cross talk. It was suspected there was a connection issue between the device and rv lead. The lead was reprogrammed. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. Analysis of the device memory indicated cross chamber oversensing associated with the right ventricular lead. If information is provided in the future, a supplemental report will be issued.